Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and upon troubleshooting the system, the fse isolated the issue to the power supply or motor control board. To fix the issue, the fse replaced a defective motor control board. The iabp passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
Customer reported that prior to use during testing the intra aortic balloon pump (iabp) generated a continuous alarm and the screen remained blank. There was no patient involvement, and no adverse event was reported.